Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh device may have caused or contributed to the reported event and removal of the device. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for repair of a ventral hernia. A bard/davol bard flat mesh was implanted into the patient's body to repair the hernia defect. On (B)(6) 2017: the patient underwent an invasive surgical procedure to remove the mesh. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The mesh failed to perform safely and effectively for the purpose it was originally designed. The patient's device failed while in their body causing them to develop serious physical complications which required subsequent, painful and unnecessary surgery as a result of the mesh. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.